Event description:
Information received by medtronic indicated that the insulin pump had a cracked at the back side of the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 the customer reported a crack at the back of the battery side. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is heavy corrosion just about everywhere inside the case. Pcba1 j6 and pcba1 j1 connectors were found detached from the board. In summary, the customer¿s report of a crack at the back of the battery side was confirmed during visual inspection. A blank display was noted after battery insertion, and this is due to the severe corrosion on the boards. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.